Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va122nz, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3550-39, lot# unknown, product type: accessory. Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 3550-39, serial/lot #: unknown, ubd: (B)(6) 2018, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there was a complaint against the stimloc. On (B)(6) 2018 additional information was received stating the hcp believed the stimloc's design was at fault for the leads needing to be revised. It was reported the stimloc failed to keep the lead in place. The hcp stated the patient would not have to be revised if it was not for the right lead being weekly held in place. The leads were both replaced on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician via the manufacturer representative stating the physician used the entire sti mloc system (ring, clip, cap) and a dogbone plate.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va122nz, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot#: va122nz, implanted: (B)(6) 2016, explanted: (b)(60 2018, product type: lead. Product ID: 3387s-40, lot#: va122nz, product type: lead . If information is provided in the future, a supplemental report will be issued.